Event description:
It was reported that the impedance had increased and was high since the previous device check. The physician ordered chest x-rays and reprogrammed every output. The patient will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Device: p1501dr implantable pulse generator (B)(6) 2006. (B)(4).